Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a possible fracture, noise and non-sustained ventricular tachycardia episodes. Revision of the lead was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use.